Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on april 21, 2025. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective injection port. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had a 275cc mentor cpx4 plus, smooth, medium height tissue expander experienced a defective injection port post procedure. The fill port had completely detached from the body of the expander. Explant was performed on (B)(6) 2025.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on july 2, 2025. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and material evaluation of the returned tissue expander. Visual analysis of the returned device revealed a leakage, caused by the delamination between the bladder and the injection dome on the tissue expander. In addition, the injection dome was received completely separated from the bladder, and the washer was partially separated from the injection dome. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. Additional analysis was performed to identify the composition of the material film found between the injection dome and bladder, and the analyzed material is consistent with a silicon-based elastomer, aligning closely with the silicon rubber reference. No evidence of additional additives or significant compositional variations was detected. Furthermore, the presence of a polyethylene sheet was not observed in the sample. Based on the manufacturing investigation, during the final inspection of the devices, there is a 100% inspection of devices to examine them for obvious cosmetic defects and reject any non-confirming devices. Therefore, lot 9970331 was 100% inspected for identifying any potential delamination from the injection site dome, and no issues were found during the inspection. Therefore, the collected process controls and data records for the deflated tissue expander meet specifications. The denominations mentioned in product complaint cannot be conclusively confirmed as a manufacturing defect since the injection dome assembly process met all the required specifications. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturing records were reviewed to determine if lot number 9970331 was associated with nonconformances and to identify devices rejected in-process for defects similar to the issue reported in the complaint. The lot was associated with an issue opened due to incorrect expiration date calculation in mesf during the secondary packaging process. There was no impact to the product itself. There were no devices rejected in-process for defects similar to the complaint. Additionally, no devices were rejected in the process for delamination (s) of cpx and artoura bladder and delamination or misalignment of legs component for artoura (dlbd), delamination(s) in vulcanized joint (dlvj), and delamination(s) in shell/base junction (dlsb). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 22, 2025 a reassessment of the event was performed and it was determined that this event was initially reported with the incorrected medical device problem codes. This event is more accurately characterized by a delamination and deflation of the device. Reason for device explant and/or reoperation: deflation / delamination. Manufacturer¿s reference number: (B)(4).